Event description:
It was reported that the insulin pump is damaged. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with detached end cap, cracked reservoir tube threads, lip and cracked case near display window corners noted during visual inspection.